Event description:
The customer's mother reported that the customer has had infections of both hips, arms, and the lower back. The customer's doctor confirmed the infections and prescribed antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determined if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were review, as the product lot number was not provided.